Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a deformation of the fixation helix was found, which can be considered to be the root cause of the clinical observation. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage symptoms, it is reasonable to assume that tensile forces during the surgery contributed to this observation. Further analysis of the lead revealed cuttings in the insulation which occurred most likely during the explantation procedure. Blood penetrated the lead in the cut area. In summary, the fixation helix was found deformed, which occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead exhibited increased thresholds, no pacing when required and was later found to have dislodged into the ventricle causing inappropriate shocks. As a result this lead was explanted and successfully replaced. To date, no additional adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.